Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: d9, h6 type of investigation (10 should be selected instead of 4114), h3, and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Although the field service engineer confirmed the reported problem, the device was not returned for evaluation and a cause could not be specified from the obtained information. It was reported that the issue has been resolved as the customer will be returning the out of box failure and will receive a new monitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported the high-definition liquid crystal display monitor failed. The serial digital interface (sdi) terminal 1 does not work. This issue was found during the initial installation. There was no report of patient harm.